Event description:
It was reported that prior to the routine change out for a device with normal battery depletion, the chronic right ventricular (rv) lead tested within specifications. After the change out, the rv lead was tested through the new device and the svc coil was determined to be functioning "abnormally." There was high impedance noted. The lead was then tested using the analyzer and the explanted device, and it was determined that the svc coil had fractured during the explant of the device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2007 (B)(6), explanted: 2013 (B)(6). (B)(4).